Manufacturer narrative:
Product analysis: microscopic examination of the crest and flank of the leading edge of the set screws are damaged, consistent with misalignment. Functional evaluation with a sample mas found the set screws unable to be fully engaged into the mas head. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar decompression and internal fixation due to lumbar degenerative disease. Intra-op, set screw slipped and could not be plugged. The set screw was then explanted and replaced with a new one. No patient complications were reported.